Event description:
In 2009, patient reported ongoing issues with occlusions. Four days later, patient stated she has received the new infusion sets and is still getting the occlusions. Patient reported the occlusion is occurring in the tubing. Assisted patient with troubleshooting e4 (occlusion) error. Had the patient disconnect and prime; the infusion device gave an e4. Had her remove the tubing and prime; the device worked fine with no occlusions. Patient reported every time she has an occlusion she can smell insulin and will unscrew the tubing and insulin is pooled on top of the cartridge; in between the cartridge and adapter. Patient stated it is leaking from the luer lock. She stated it is tightened but not overly tight. Had patient put a new tubing on and prime; was able to go into run mode successfully. Advised to switch to her backup infusion device. Two days later, patient reported continued e4 occlusions occurring in the infusion tubing. Review possible causes of occlusions. Sending replacement cartridges; requested return of alleged cartridge. On follow up call the next week, patient reported her blood glucose has returned to the normal range since occlusion issues have stopped. Patient reported having elevated blood glucose range from 200-400 mg/dl throughout having these occlusions. Advised patient to switch back to primary infusion device using the same infusion sets and insulin cartridges.